Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited no he scope image up on the screen. The issue occurred during the preparation for use before the patient in the room. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: d4 - unique device identifier (UDI) #1 (changed from "blank" to "na"). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn out lock latch on video connector causing loss of image when wiggle the scope end connector that does not hold scope connector properly and receptacle board defect. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: worn out lock latch on video connector and defective receptacle board was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.